Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which indicated that the patient was hospitalized as a result of the event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4) .

Event description:
An ophthalmic surgeon reported that the trocars come out of the eye every time instruments are trotted out of the trocar; this occurs especially with removal of the vitrectomy probe. The defect resulting in the conversion from 23 gauge to 20 gauge due to the sub-regional displacement of one of the trocars and consequent lifting of the retina. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are forty-one additional complaints associated with the lot for the reported issue. Photos of the label and product were provided and have been reviewed by the investigation site. The product and lot information on the label matches what was reported. Three cannula/hub assemblies and three handle/blade assemblies are shown. No product defects can be identified. A video of the surgery was provided and was reviewed by the investigation site. The instruments are removed from the trocar while forceps are used to hold onto the trocar hub. Three trocar cannula/hub assemblies and three trocar handle/blade assemblies were received in small parts trays for evaluation. The samples were visually inspected per facility procedure and were found to be non-conforming with procedural residue in the cannulas. After the samples were cleaned they were dimensionally inspected for cannula ID per facility procedure and were found conforming. The returned samples were found dimensionally conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocars were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Photos of the label and product were provided and have been reviewed by the investigation site. He product and lot information on the label matches what was reported. Three cannula/hub assemblies and three handle/blade assemblies are shown. No product defects can be identified. A video of the surgery was provided and was reviewed by the investigation site. The instruments are removed from the trocar while forceps are used to hold onto the trocar hub. No sample was returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, therefore, the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformances are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).